Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7136240, UDI: (B)(4).

Event description:
It was reported that following a deep brain stimulation (dbs) lead implantation procedure, the patient experienced post-operative mental confusion and difficulty with mathematical tasks. A computed tomography (CT) scan revealed cerebral edema, swelling, and inflammation at the lead implant site. The physician suspects the cause of the lead edema was a foreign body reaction. No signs of scalp infection were observed. Two microelectrode recordings (mer) were performed in separate trajectories at both implant sites. The patient was treated with dexamethasone for a duration of four weeks. The patient was monitored, discharged shortly thereafter, and has since made a full recovery. The leads remain implanted.